Manufacturer narrative:
Preliminary analysis results showed that the subject device operated as specified.

Event description:
Reportedly, a yellow alert related to the leads appeared on the remote follow-up performed on (B)(6) 2020. Nevertheless, there was no evidence of any dysfunction and no alert was transmitted through the remote monitoring system.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a yellow alert related to the leads appeared on the remote follow-up performed on 18 december 2020. Nevertheless, there was no evidence of any dysfunction and no alert was transmitted through the remote monitoring system.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a yellow alert related to the leads appeared on the remote follow-up performed on (B)(6) 2020. Nevertheless, there was no evidence of any dysfunction and no alert was transmitted through the remote monitoring system.